Event description:
During a subtalar athordesis, the head of the screw broke. When the surgeon attempted to obtain compression, the head of the screw snapped. According to the reporting person, the surgeon followed the newdeal's surgical technique. The surgeon correctly pre-drilled the location of the screw head, correctly prepared the proximal cortex with the tap and used the icos external screwdriver to perform the compression. The head then snapped. The quality of the bone was not hard. The surgeon implanted another icos screw (same size). The incident do not lead to a patient injury. The incident do not lead to a significant increase of the surgery time.

Manufacturer narrative:
The device has been received for evaluation. An investigation has been initiated based upon the reported information.